Event description:
The pt had two leads (from the same lot). It was reported both leads were explanted and replaced with a single lead (different model). The reason is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.